Event description:
It was reported that during an interventional procedure of the calcified, concentric, 100% stenosed, de novo lesion, the balance middleweight universal ii (bmwuii) guide wire was used with the guide catheter and met resistance with the balloon dilatation catheter (bdc); the bmwuii met resistance with the intravascular ultrasound (ivus) and could not be advanced smoothly. It was noted that after use with the ivus the devices became stuck and were removed as a system. The same bdc and ivus were used in the procedure with a second non-abbott guide wire without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical device: other: intravascular ultrasound (ivus). The device was returned for analysis. The resistance was unable to be confirmed. Based on a visual, dimensional, and functional inspection and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.